Event description:
Additional information received from a healthcare provider (hcp) indicated on (B)(6) 2016 the actual residual volume (arv) was 5.0 ml and the expected residual volume (erv) was 4.9 ml.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine [30 mg/ml] at a dose of 7.2 mg/day, baclofen [60 mcg/ml] at a dose of 14.4 mcg/day, and morphine [50 mg/ml] at a dose of 12 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2016 that safe state and reset watchdog were noted upon interrogation. The hcp couldn¿t access the logs but it was reviewed to enter the daily dose again to open the tab to get the logs. A critical alarm was occurring with reset occurred, reset occurred watchdog, and pump in safe state messages on (B)(6) 2016 at 11:42. It was noted this occurred while the patient was in the office. It was indicated that the patient was not exposed to any sources of electromagnetic interference (emi) that he was aware. Checking the programming for accuracy, programming out of the reset, and monitoring the patient more closely were reviewed. No symptoms were reported as the patient didn¿t have time to experience any symptoms per the hcp. It was indicated that the hcp would update the pump and call back if there were further concerns, and that the patient would come back next week to read the pump and assess the status. Additional information was received from the hcp that same day. It was reported that the hcp had to have the patient move their cell phone when they were trying to interrogate as the cell phone was right near the pump. The pump was refilled and then updated at 11:55. It was indicated that the event logs now showed a motor stall recovery occurred and a safe state message at the time the update was being performed (11:55). The pump was alarming every 10 minutes after the update at 11:55. The hcp interrogated the pump again at 13:12 and there was no mention of a motor stall in the event logs and there was no attention dialog box when the pump was read. The pump was still programmed to simple continuous and the reservoir volume was correct. The bells tab currently had the option to silence the alarm and the hcp then updated the pump to silence the alarm. The hcp then checked the event logs again and the last update was successful with no issues in the event logs. It was discussed with the hcp that there may have been emi in the area when the pump was first interrogated that day which might have caused the issue. The hcp did state that the patient cell phone was near the pump and they had to move it. It was discussed that they should monitor the patient and have the patient contact him in the event the pump was to alarm again. The pump event logs were sent and showed messages reset occurred at 11:42, reset occurred watchdog at 11:42, pump in safe state at 11:42, pump in safe state at 11:55, and motor stall recovery occurred at 11:55.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.